Manufacturer narrative:
(B)(4). Device available for evaluation: part returned. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the sales rep via phone that when the customer unwrapped their expressew iii suture passer without hook from sterilization department and loaded a needle in it, they noticed the top jaw was broken. This was prior to use in a rotator cuff repair procedure. Another like device was used for the procedure with no surgical delay and no patient consequence. The sales rep could not provide any further information. The device will be returning for evaluation. This complaint is for one (1) expressew iii suture passer w/o hook. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: the complaint device was received and evaluated. Visually, it was observed that when the ratchet handle was triggered, the actuator pops out of its place indicating the linkage between the jaw lever and the actuator has failed thus preventing intended functionality of the jaw. This is an indication of shear pin failure which is a design feature to ensure that in the event the device is used beyond its intended use (for ex: clamping too much tissue, repetitive twisting etc), the linkage failure will occur within the handle and prevent loose bodies from leaving the device. This complaint can be confirmed. A manufacturing record evaluation was performed on (B)(6)2019 for the finished device lot number [48688-180830], and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. A manufacturing record evaluation was performed for the finished device [48688-180830] number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.